Event description:
It was reported that an ilet pump intermittently failed to wake or display content when removed from the charger, presenting a lit but blank touchscreen and at times appearing disconnected from the app; guided restarts temporarily restored function, and the device was subsequently exchanged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with an unresponsive interface consistent with a key/button or touchscreen input issue localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.